Event description:
This unsolicited case from united states was received on (B)(6) 2017 (additional information was received on (B)(6) 2017, both the information was processed together with clock start date of (B)(6) 2017) from an other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day had pain and swelling. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date, indication: not provided). On (B)(6) 2017, 1 day after the injection patient had pain and swelling and required follow up visit next day for steroid injection. Corrective treatment: steroid injection for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for both events pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a female patient who has received treatment with synvisc one injections and had pain and swelling. The events are temporally related to the device. However, lack of information regarding patient's medical history, concurrent conditions makes the complete case assessment difficult.

Event description:
This unsolicited case from united states was received on 14-dec-2017 (additional information was received on 18-dec-2017, both the information was processed together with clock start date of 14-dec-2017) from an other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after 1 day had pain and swelling. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date, indication: not provided). On (B)(6) 2017, 1 day after the injection patient had pain and swelling and required follow up visit next day for steroid injection. Corrective treatment: steroid injection for both events. Outcome: unknown for both events. Seriousness criteria: required intervention for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 51477 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 23-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a female patient who has received treatment with synvisc one injections and had pain and swelling. The events are temporally related to the device. However, lack of information regarding the complete information regarding site of pain and swelling, patient's medical history, concurrent conditions makes the complete case assessment difficult.